Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulty occurred. The lesion being treated was located in the highly calcified, tortuous distal right coronary artery (rca). The lesion was predilated with a maverick balloon. The physician attempted to place the 3.00x12mm taxus express drug eluting stent, but was unable to cross the lesion. When they were removing the stent delivery sys, for add'l balloon predilation, the choice pt guidewire became stuck in the stent. Both the guidewire and the stent were removed successfully. The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "good'.

Manufacturer narrative:
.